Event description:
Radiation skin burns resulted from a long complicated interventional cardiovascular angioplasty procedure. The total fluoroscopy time was 95 minutes with 64 digital cine runs. The high radiation dose was a result of the long procedure and the very "large" patient size.